Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had display issues. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions, component code), h10. A getinge field service engineer (fse) was not able to reproduce problem stated by customer. Issue was confirmed by user and sales rep. Per customers request fse replaced the display assembly (0160-00-0113). Fse disassembled the unit removed and replaced display and reassembled and performed all functional test, calibrations per manufacture specifications. Unit has passed all test and is now ready for clinical use.

Event description:
It was reported that during a routine check by hospital personnel, the cs300 intra-aortic balloon pump (iabp) had display issues. There was no patient involvement.